Event description:
It was reported that an increase in capture threshold was observed during device upgrade. Lead was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.